Event description:
It was reported that an ilet device had a cracked and unresponsive screen, and a replacement was arranged after confirming device details and completing troubleshooting and education. Symptoms included inability to use the touchscreen. Outcomes included a transition to backup therapy and plans to return the device. Investigation included remote troubleshooting and confirmation that the device had been synced prior to shutdown. Investigation of this case revealed a damaged display screen that rendered the device interface unusable, with no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the screen.